Event description:
It was reported that during an infusion a clearlink blood set was reported to no flow. The facility reported that they would not have any problems infusing the first bag of blood but when they attempted to infuse the second or third bag they were not able to get the blood to flow past the filter. There was a patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not received for evaluation. The customer reported problem was not confirmed; the root cause could not be identified. Additional information: a batch review cannot be performed since there was no lot number provided.